Manufacturer narrative:
The local area field representative was contacted for additional information regarding ra lead implant status and possible product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was scheduled for lead revision due to high out-of-range pace impedance measurements greater than 3,000 ohms. Chest x-rays revealed insulation breach and outer conductor fracture. No adverse patient effects were reported. The local area field representative was contacted for additional information regarding ra lead implant status and possible product return status. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was scheduled for lead revision due to high out-of-range pace impedance measurements greater than 3,000 ohms. Chest x-rays revealed insulation breach and outer conductor fracture. No adverse patient effects were reported. The local area field representative was contacted for additional information regarding ra lead implant status and possible product return status. If information is provided in the future, a supplemental report will be issued. Additional information received reported that the ra lead was explanted and replaced due to the out-of-range pace impedance measurements. No additional adverse patient effects were reported. The ra lead has been shipped for return analysis.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding ra lead implant status and possible product return status. The company representative confirmed the ra lead was explanted and replaced and has been shipped for return analysis. If information is provided in the future, a supplemental report will be issued. Correction to aware date: per company representative, he was made aware of 12/18 procedure the day before (B)(6). Correction to e: updated initial reporter from the company representative to physician.